Manufacturer narrative:
The returned device was reported for tracking issues. Visual inspection of the device shows that the does not have any obvious visible defects. There is dried saline on the luer, handle sheath and distal tip. Electrical testing of the device was conducted and all measurements were within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. During bench top testing the distal tip was immersed in saline for approximately 2 hours. The impedance between the tip and the thermocouple + and - remained electrically open when the tip was immersed. The handle was dissected and there was evidence of fluid ingress where the lumen leaves the handle.

Event description:
Reportable based on analysis completed on 09oct2020. It was reported that a intellanav oi was used in a ablation procedure. At the end of the ablation the intellanav oi signals disappeared for the rhythmia system and non-boston scientific recording system. The catheter was exchanged and the procedure was completed without patient complications being reported. However analysis of the device revealed a lumen leak found just where lumen leaves handle.